Event description:
It was reported that the user experienced hyperglycemia after changing supplies and eating without announcing a meal because the ilet setup had not been completed and body weight had not been entered, which prevented dosing; the agent assisted the user with entering body weight, completing setup, and resuming insulin delivery on the ilet. Symptoms included hyperglycemia peaking at 399 mg/dl with reports of confusion or disorientation, dizziness, and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.